Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's tube was not flexible, no stylet exactly fits on it, the end of the tube where the circuit attaches was not removable that could not fit through standard laryngoscopes, not an option for latex allergic patients and the metal of the device was traumatic to the airway tissue. No patient involvement.